Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the pain was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had a ¿loss of efficacy¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported "at on exam" the patient stated his persistent back pain was so severe and after several attempts to adjust and reprogram the device, the patient wanted it removed. The hcp stated there was no problem with the stimulator and the device was explanted on (B)(6) 2019. The hcp stated the event was possibly related to the device or therapy and unlikely related to the implant procedure. It was noted the most recent interrogation prior to the event was (B)(6) 2018. It was noted the patient¿s pain was at a 10. It was noted the entire system was explanted on (B)(6) and the device disposition was unknown. It was noted the event was resolved without sequelae on (B)(6) 2019. There were no further complications that have been reported as a result of this event.